Manufacturer narrative:
Suspect device received on november 28 2023. Device evaluation completed on december 01 , 2023: the product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the gel mod-rnd 325cc breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reach on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Reason for device explant and/or reoperation: silent rupture. H6 health effect - clinical code e2402. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent a breast augmentation primary with a mentor memorygel 275cc on the left, and 325cc on the right side silicone prosthesis experienced bilateral implant silent rupture post procedure. The mammogram examination confirmed the issue. As a result, patient underwent bilateral removal on (B)(6) 2023. This report relates to the right side.

Manufacturer narrative:
Additional information received on february 28, 2024 indicated that the patient underwent bilateral replacements as follow: r/ cat: 3503251bc, sn: (B)(6), l/ cat: 3502751bc, sn: (B)(6). Manufacturer¿s reference number: (B)(4).